Event description:
It was reported that a 46-year-old caucasian female patient underwent a revision breast augmentation with a 500cc mentor memorygel breast implant and experienced left-sided capsular contracture (grade unknown) and rupture postoperatively. Explant and replacement with 215cc mentor memorygel breast implants was performed on (B)(6) 2022. On november 30, 2022 analysis of both devices received with this complaint identified them both to be ruptured. This is indicative of potential bilateral rupture. This report relates to the right prosthesis. See 1645337-2021-05008 for contralateral prosthesis report.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to have an area of missing material on the posterior view measuring approximately 2.0 cm x 0.5 cm. Additionally, siltex cracking was observed on the edges of the missing material. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device 5793144 number, and no non-conformances were identified. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).